Manufacturer narrative:
Images from the exam were uploaded for review with dr. (B)(6). The review showed that the t2 flair images acquired using inline pure did not show a previously known lesion in the pt's brain. This lesion was also not visible on any images acquired with other pulse sequences. The lesion is seen when pure is applied as a post imaging process and when pure is not turned on for the t2 flair images. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
It was reported that when a pt was scanned following a software upgrade, a previously detected brain lesion was not seen on t2 flair pulse sequence with inline pure image processing. There was no report of serious injury or death.